Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose was 355 mg/dl. The troubleshooting was performed and they were unable to clear and unable to rewind the pump. The customer stated that the insulin pump had button error. The troubleshooting was declined for the high blood glucose. The device will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the displacement, unexpected restart error test and self test. No unexpected restart alarm noted during test.